Event description:
Procedure: gastrectomy. According to the report: the center rod of the anvil and the center shaft of the device could not be connected. Then, the anvil came out of the stump of the esophagus. The connected part was reinforced using string, and the anastomosis was done. There was no bleeding or tissue damaged, and nothing fell into the patient cavity. The procedure time was not extended more than 30 minutes. No further patient info available.